Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system primed successfully, however when using the handpiece during a surgical procedure there was no fluid available. The staff had to restart the system during the procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative cleaned the barcode reader. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the debris on the barcode reader. The manufacturer internal reference number is: (B)(4).